Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the noisy image was caused by a faulty charge-coupled device (ccd). However, the specific cause of the faulty ccd was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd autoclavable camera head had image issues and loose lens. There were no reports of patient harm.

Manufacturer narrative:
During evaluation, the following were found: confirmed image issues which was a noise on the image due to the faulty charged coupled device (ccd), smashed connector tip and unit failed leak test under the serial plate. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.